Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during unpacking, a fetch2 catheter broke right at the white marker prior to loading onto an unspecified wire. No patient complications were reported. The device was not entered in the patient's body.